Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had recurring insulin flow blocked alarm. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. Customer did not want to troubleshoot for recurring alarms. The device will not be returned for analysis.